Event description:
Customer reported via phone call, the customer was having issues with the insulin pump. Customer stated the insulin pump alarmed button error, so the customer removed the battery and it resolved the problem. However, the numbers on the screen started to ramp on their own, so the customer removed the battery again and it resolved the issue. Customer's blood glucose was 354 mg/dl. Customer stated the scroll bar was not moving up or down without input. Customer was advised the up or down button may be stuck and the insulin pump needs to be replaced. Customer was also advised to discontinue use of the device and revert to back up plan. Customer agreed to return the insulin pump.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected ramping number noted during testing. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, missing end cap sticker, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.